Event description:
The pole clamp assembly constantly comes loose on this type of pump. The pole clamp has a screw that screws into the feeding pump. This is where it comes loose. When this happens we add (B)(6) to help secure it, but we have noticed that when we do this instead of the screw coming loose the case will now break/crack cause it has no give. Manufacturer response for feeding pump, kangaroo (per site reporter): they just keep replacing the cases and sending them back.